Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2004758, medical device expiration date: 28-feb-2027, device manufacture date: 04-jan-2022. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and couldn't push the medication through. This occurred once each in lots 2004758 and an unspecified lot. The following information was provided by the initial reporter: "to the best of my knowledge the other two needles, the physician was unable to push the medication through the needle."

Event description:
No additional information.

Manufacturer narrative:
It was reported the customer was unable to push the medication through the needle. To aid in the investigation, four samples with the plastic shield, but no packaging blisters, were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. One sample has a short shot at the gate point. No other defects or imperfections were observed. The other three samples have no defects or imperfections. Each sample was connected to a syringe with saline solution. The sample with the short shot had a leakage from the needle hub short shot. The other three samples expelled the solution with normal flow. A device history record review was completed for provided material number 305106, and lot number 2004758. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported of needle clogged / blocked by the customer could not be confirmed, and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.